Event description:
"For patient (B)(4) an endoleak type ib occurred after the procedure on (B)(6) 2021, at the distal thoracic aorta . Anticoag, antiplatelet or antibiotic treatment was administered during the procedure. No device deficiencies occurred. The event was reported as related to the procedure and device (related to leg extension). No action was used to treat the event. This patient died on (B)(6) 2021 the event was reported as undetermined whether the event was related to the procedure, device or existing medical condition. No actions were used to prevent / treat event and no autopsy performed." Patient outcome: "patient died."

Manufacturer narrative:
Bolton medical is voluntarily reporting an adverse event related to the relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us; however it is similar to the relay plus thoracic stent graft with plus delivery system approved for sale in the us (p110038). The relay nbs plus related event occurred in the UK.

Event description:
"For patient (B)(6) an endoleak type ib occurred after the procedure on (B)(6) 2021, at the distal thoracic aorta. Anticoag, antiplatelet or antibiotic treatment was administered during the procedure. No device deficiencies occurred. The event was reported as related to the procedure and device (related to leg extension). No action was used to treat the event. This patient died on (B)(6) 2021 the event was reported as undetermined whether the event was related to the procedure, device or existing medical condition. No actions were used to prevent / treat event and no autopsy performed." Patient outcome - "patient died."